Event description:
It was reported via a survey that a previous peritoneal dialysis (pd) patient had an infection. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 3144/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) meropenem and ip vancomycin (dose, frequency and duration of both medications unknown). The patient recovered from this event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has since transitioned to in-center hemodialysis in 2021 (exact date unknown) as it was determined home pd was no longer a viable option of renal replacement therapy.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during pd therapy as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping search could not be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. The lot number is unknown, therefore, the number of complaints to trigger a nonconformance report could not be determined. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.